Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (gd879171, gd879908, gd881425, gd881557), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of fungal peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on (B)(6) 2011, the patient was hospitalized with a diagnosis of (B)(6) in the leg. The (B)(6) of the leg was treated with IV vancomycin. Once in the hospital, on (B)(6) 2011, the patient was diagnosed with peritonitis manifested by abdominal pain, nausea and vomiting. Treatment information was unknown to the nurse. The nurse reported that the patient had no history of issues with poor aseptic technique when performing pd. On (B)(6) 2011, the pd catheter was discontinued and pd was withdrawn. On (B)(6) 2011, the patient began hemodialysis. In (B)(6) 2011, while hospitalized, the patient had a heart catheterization due to the history of coronary artery disease. The nurse stated that the coronary artery disease was existing prior to starting dianeal therapy and had not worsened since starting pd. On (B)(6) 2011, the patient was recovering from the events and was transferred to a rehabilitation facility. Treatment information was not reported. The nurse believed that the events of (B)(6) in leg and fungal peritonitis were not related to dianeal pd4 ultrabag therapy. The nurse believed that the events of nausea and vomiting were not related to dianeal therapy and stated that the fungal peritonitis was nosocomial and not related.